Manufacturer narrative:
Block e1: this event was reported by the theatre manager. The surgeon is: (B)(6). Block h6: device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was discarded and is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021. During the procedure, the dart detached from the suture inside the patient. Reportedly, the detached piece was retrieved but the physician was not certain if it was the complete dart or if a part of it had broken off into the patient. There were no patient complications reported as a result of the event. Additional information: the dart broke and detached inside the patient on the left side. The detached dart was not found; however, an x-ray was taken and a tiny speck showed at the top of the pelvis, but reportedly, this was not where the sugeron was working. The procedure was completed with another capio slim device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021. During the procedure, the dart detached from the suture inside the patient. Reportedly, the detached piece was retrieved but the physician was not certain if it was the complete dart or if a part of it had broken off into the patient. There were no patient complications reported as a result of the event.